Event description:
It was reported that the pulse generator exhibited via (B)(4) transmission, oversensing r- wave. The patient registered an alert for atrial tachycardia and atrial fibrillation with the corresponding intracardiac waveform appearing to be regular sinus rhythm. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.